Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported no complaint against right side device. Healthcare professional later reported right side device exchange with no complaint against the device. Patient later reported right side deflation. The device has been explanted.